Event description:
The right ventricular (rv) lead exhibited under-sensing on stored electrograms (egm). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).